Event description:
Customer reported that seven known syphilis positive samples were nonreactive on the galileo with the capture-s assay.

Manufacturer narrative:
Investigation determined that the customer used a lot of capture-s indicator cells to perform testing that had been the subject of a recall. In-house testing demonstrated that 4 of the 7 samples were reactive with the capture-s assay. The original testing was performed with the olympus pk tp assay, which is a treponemal antigen based assay and 3 of those samples were rpr reactive; the rpr is a nontreponemal based assay for syphilis. Capture-s is a nontreponemal antigen based assay.